Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus element drug eluting stent was selected for use to treat the lesion. However, during unpacking, the stent came off the delivery balloon outside patient and fell unto the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent struts raised and bunched on the proximal side. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The maximum crimped stent profile was measured and was within specification. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) and crimped stent are within specification. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a severe kink at the midshaft bond which is consistent with excessive force being applied to the unit during preparation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus element ¿ drug eluting stent was selected for use to treat the lesion. However, during unpacking, the stent came off the delivery balloon outside patient and fell unto the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.